Manufacturer narrative:
Correction: d4- model# investigation ¿ evaluation. It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked following placement into a 67-year-old male patient. Leakage was observed upon the patient's return to their room after the procedure. The physician examined the patient and confirmed leakage at the catheter hub. It was then determined that the catheter was unable to be repaired, and the device was wrapped with gauze to slow the leak. An additional procedure was planned to replace the catheter with a new one when the wire guide arrived. The photographs of the device are not available, as it was still placed in the patient. No additional harm to the patient has been reported at this time. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures, specifications and instructions for use (IFU) of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to prevent the release of non-conforming product related to the reported failure mode. A review of the device history record (DHR) for the device found one possible relevant recorded nonconformance that could have contributed to the reported failure mode, in which the nonconforming device was scrapped. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: cook reviewed the product labeling for the complaint device. The instructions for use (IFU) [ t_multi2 rev1, multipurpose drainage catheter] states the following. Precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Evidence gathered upon review of the dmr, DHR, and IFU suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to design or manufacturing deficiencies contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - product code: additional product codes: gbo, lje. E1-customer address: (B)(6). G4 - PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked following placement into a 67-year-old male patient. Leakage was observed upon the patient's return to their room after the procedure. The physician examined the patient and confirmed leakage at the catheter hub. It was then determined that the catheter was unable to be repaired, and the device was wrapped with gauze to slow the leak. An additional procedure was planned to replace the catheter with a new one when the wire guide arrived. The photographs of the device are not available, as it was still placed in the patient. No additional harm to the patient has been reported at this time.